Manufacturer narrative:
(B)(4). An ultraflex esophageal stent was returned for analysis. Visual examination of the returned device found the stent was partially deployed by 42 mm. No issues were noted with the profile of the stent. No kinks or damage were noticed along the shaft of the device. During the product analysis, the investigation was able to deploy the remainder of the stent without issue. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal distal release stent was used during a gastroscopy with oesophageal stent insertion procedure in the esophagus on (B)(6) 2016. According to the complainant, this was to be used to treat a stricture due to a malignant tumor in the esophagus. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician advanced the device to the target area and started releasing the stent. However, when the stent was halfway deployed, the stent deployment suture cannot be fully released. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex esophageal distal release stent was used during a gastroscopy with oesophageal stent insertion procedure in the esophagus on (B)(6) 2016. According to the complainant, this was to be used to treat a stricture due to a malignant tumor in the esophagus. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician advanced the device to the target area and started releasing the stent. However, when the stent was halfway deployed, the stent deployment suture cannot be fully released. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.